Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext, serial# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantable neurostimulator (ins) replacement operation, there was no abnormal impedance prior to the replacement. When the impedance was measured after the replacement, they were abnormal. The extension and ins connection site were wiped up and reconnected 3 times, but electrode number 2 alone exceeded 40,000 o. The electrode was not used for treatment, so the wound was closed and the operation was completed. Device settings were: 2.3 v, 90 s, 381 ohms, 180 hz/pps, unipolar, c+, -1,3, 24 hrs/day. Factors that may have caused the abnormal impedances included the extension mighthave been damaged during the procedure. Impedance was measured many times with no changes, so the patient's progress will be observed. The issue was indicated as resolved. Additional information was received from a manufacturer representative (rep) reporting that effective therapy has been established for now despite the high impedances.